Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the proximal end of the inner shaft broke off. The articles were produced according to specifications and re-examination of the belonging raw material test certificates showed no variation regarding the material analysis, pull strength and structural stability. The point of breakage did not show anything unusual. The exact cause for the damage could not be traced. This complaint is indeterminate.

Event description:
It was reported that the end of the applicator inner shaft rod broke off during the removal of the trial implant. The second interior rod included in the set was used but also broke off. Another sterile set was delivered and used to complete the procedure. This is report 1 of 2 for file (B)(4).